Manufacturer narrative:
(B)(4).

Event description:
It was reported that "when flushing the device, the white plastic edge that allows the introduction of the swg and the catheters without arterial reflux, separates and fell off. Clinical consequences: as the introducer cannot be used, a second introducer of same lot was used without any incident. The medical staff reported that a similar incident happened a few days ago but the lot number was not recorded.". The issue was identified prior to use, there was no patient harm or consequence reported.

Event description:
It was reported that "when flushing the device, the white plastic edge that allows the introduction of the swg and the catheters without arterial reflux, separates and fell off. Clinical consequences: as the introducer cannot be used, a second introducer of same lot was used without any incident. The medical staff reported that a similar incident happened a few days ago but the lot number was not recorded." The issue was identified prior to use, there was no patient harm or consequence reported.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The instructions for use (IFU) provided with this kit instructs the user, "thread tapered tip of sheath/dilator assembly over guidewire. Grasping near skin, advance assembly into vessel with slight twisting motion to desired position." A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.